Manufacturer narrative:
Product complaint # (B)(4). If further details are received at a later date a supplemental medwatch will be sent. H3 evaluation: the product was returned to ethicon for evaluation. One needle-suture piece outside its packaging that pertain to product code was received for analysis. Upon visual inspection of the sample, marks that appear to be caused by a surgical instrument were observed on the body needle. The suture piece was examined, split near the swage area and the extreme was noted to be cut probably caused by a surgical instrument. The other section of the suture was not returned for analysis. The tensile strength force was not possible because the suture was received with a short length. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an myomectomy procedure on (B)(6) 2024 and suture was used. The suture was broken when the surgeon attempted to sew the tissue. Changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided.